Manufacturer narrative:
One infusion pump was returned for evaluation. Device underwent functional testing, confirming the reported customer complaint. Pump motor drive phase b post found at power up. The problem source has been noted to be user interface.

Event description:
Information was received that device has system failure with motor drive. No adverse effects reported.